Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl. The pod reportedly alarmed while worn on the patient's hip/buttocks for between 25 and 36 hours. Symptoms reported include hyperglycemia. Fatigue and muscle pain. The patient was treated with insulin and fluids utilizing intravenous therapy. The patient was released after two days.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.